Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator, indicating that the device failed to pass the self-test, referring to an electrode plate malfunction. The fse evaluated the device onsite. The fse cleaned and reinstalled the electrode plate, but the error persisted, preventing a successful self-test. It was then determined that this was a malfunction of the electrode plate, which was replaced by a third party. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the electrode plate. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The electrode plate was replaced by a third party to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.